Event description:
A malfunction was reported on a pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump's malfunction code was resettable, and technical support provided guidance on resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer acknowledged and understood.